Event description:
The customer dropped a lamp retaining screw down inside of the architect c16000 analyzer. In looking for the screw, the nipple on the water bath manifold sheared off. This flooded the analyzer. Immediately, the analyzer was powered off and the water from inside the analyzer was removed; however, the power supply unit had blown (charring noted by field service engineer), taking out the main electrical breaker, the uninterrupted power supply (ups) and several other instruments. A strong smell of burning accompanied by popping sounds from the power supply unit were noted. The main circuit breakers were reset, which also reset the fault on the ups and the other instruments. The power supply unit, manifold and lamp retaining screw will be replaced on the affected architect c16000 analyzer. There are no reports of any injuries or exposures due to this issue. There is no impact to any patient management reported.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. No patient involvement (B)(4). Burn of device or device component (B)(4).

Manufacturer narrative:
A site visit by an abbott field service representative (fsr) resulted in the architect c16000 analyzer's main power supply unit and lamp mount with retaining screw being replaced. The water bath manifold will be replaced upon receipt. Tubing was secured to the remaining part of the port on the water bath manifold and the system was operational. Daily maintenance was performed. Calibrations and quality controls were run and completed successfully. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual (201837-108) provides information to address the customer's current issue. Based on the available information and the current evaluation, a product deficiency was not identified.